Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first two fires for the antrum, and the device had unknown issue. Suturing and another reload were used to complete the case.